Manufacturer narrative:
H.6. Investigation summary: although units were not returned, two photos were provided for observation of this incident. Photo 1 shown the nose a 24ga adapter and the full length of the catheter tubing with a syringe attached to the end of the adapter. The nose of the catheter adapter and a portion of the tubing was circled in red and there was a red arrow pointing to the nose of the adapter; indicating the area of damage. Photo 1 shown a top web (lid) has of a 24ga iag product with the lot (9098608) circled in red. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Observations and /or testing ¿ the photos provided for this incident did not present sufficient evidence to identify the reported defect of catheter defective/ damaged. No damage was observed on the catheter/adapter in the photo. Conclusion(s): relationship of device to the reported incident: indeterminate ¿ the photos did not provide sufficient evidence to identify or confirm the reported defect, therefore a root cause was not established. Without the actual sample for evaluation and/or testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that damage/breakage was found at an unspecified time with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "24 gauge piv catheter lot # 9098608. Broken connection of catheter to hub of catheter. Unable to tell if broken until after the catheter is in the patient. 2 different catheters from the same batch with the same problem. Leaked from the connection between the yellow plastic and the white catheter tube" 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage/breakage was found at an unspecified time with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "24 gauge piv catheter lot # 9098608. Broken connection of catheter to hub of catheter. Unable to tell if broken until after the catheter is in the patient. 2 different catheters from the same batch with the same problem. Leaked from the connection between the yellow plastic and the white catheter tube". 2 occurrences were reported.